Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health care professional in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced urticaria (hives) and pelvic pain. On an unspecified date, the patient had essure (fallopian tube occlusion insert) inserted for sterilization. It was reported that the patient experienced urticaria (hives). The essures were removed bilaterally by laparoscopy on unknown date. The urticaria resolved after essure removal. Reporter did not know the insertion date but she reported that essure devices were removed about 6 months after they were inserted. Reporter stated that the patient continued to have pelvic pain. Patient went to another physician and had a hysterectomy. Patient is suing the health care professional who inserted essure. No further information was provided. Correction performed on (B)(6) 2014: during internal review of this case it was notified that the previously reported initial receipt date (B)(6) 2014 is incorrect. The correct initial receipt date of the case is (B)(4) 2014. Follow-up information was received on (B)(4) 2014. No new clinical information was provided. The product technical complaint investigation and final assessment were received on (B)(4) 2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in (B)(4)," because an investigation of the same failure mode has already been initiated. Medical assessment: the medical events reported are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow up 01-aug-2014: no response from the physician after follow up attempts to obtain additional information. No new information was provided. Case closed. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced urticaria (hives). The event is serious due medical importance and listed in the essure reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the patient had urticarial (hives) and the event resolved with essure removal (per laparoscopy). Therefore, dechallenge can be considered as positive. Given the positive dechallenge, a causal relationship with essure cannot be excluded and due the required insert removal this case was regarded as an incident. Additionally non-serious event pelvic pain was reported. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.